Event description:
It was reported the patient fell and injured their right leg, hip and knee very badly around (B)(6) 2012. It was noted the patient was ¿going to have to go through surgery.¿ the patient needed an MRI ¿but she couldn¿t have one.¿ patient was upset about not being able to have an MRI for their frequent falls. It was reported the patient had a hairline fracture in their hip due to a fall. It was noted the patient was still in a lot of pain. It was noted the patient had had their device turned off since the fall because the stimulation caused more pain. Patient last tried to use stimulation in (B)(6). The patient also ¿bumped up against something¿ on (B)(6) and it caused a bruise over the stimulator. It was not hard for the patient to sit or lay down. The patient¿s low back pain had increased and their thigh was still hurting. The patient was taking a number of medications and note ¿they weren¿t doing anything.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8590-9, lot# n333552, implanted: 2012-(B)(6), product type accessory product ID 8590-9, lot# n333552, implanted: 2012-(B)(6), product type accessory product ID 37754, serial# (B)(4), product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37744, serial# (B)(4), product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).